Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure). The reporter advised that peep was set to 5 cmh2o but would drift down to 2-3 cmh2o. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the ventilator being unable to maintain peep (positive end expiratory pressure) was confirmed. During the device evaluation ventec also observed that the device's exhaled tidal volume (vte) levels were low, and that it failed the internal flow transducer (ift) sv-5 timing test. Ventec replaced the ift to resolve the reported and observed issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was solenoid valve 5 (sv5) located on the flow board of the ift.